Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval? Yes. D.10. Returned to manufacturer on: 8/17/2020. H.6. Investigation: customer returned (1) loose 1/2cc syringe. Customer states that when cap is pulled off, the needle stays inside the cap. The returned syringe was examined and was returned with the hub-needle/shield assembly separated from the barrel. A review of the device history record was completed for batch#: 9189566. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200837533] noted that did not pertain to the complaint. Process summary: automatic syringe assembly machine, which feeds 0.5ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger / stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, logbook entries could not be looked at as no lot number was given. Root cause for this defect cannot be determined. CAPA#: 1630423 was initiated.

Event description:
It was reported during use the bd insulin syringe with the bd ultra-fine¿ needle experienced hub separation from the device. The following information was provided by the initial reporter: the customer stated "when we pullout the cap, the needle stays inside the cap. We have to throw away significant amount of needles."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported during use the bd insulin syringe with the bd ultra-fine¿ needle experienced hub separation from the device. The following information was provided by the initial reporter: the customer stated "when we pullout the cap, the needle stays inside the cap. We have to throw away significant amount of needles."